Event description:
A customer contacted beckman coulter and reported a leak inside the coulter hmx hematology analyzer with autoloader. The volume of the leak was about 10ml and was contained within the instrument. There was no error messages associated with this event. The material safety data sheet (msds) was not reviewed. The lab's exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the event. No one came in contact with the fluid. Medical attention was not sought. No discrepant results were generated. There was no death, injury or change to patient treatment.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site on (B)(4) 2013. The fse found that the blood sampling valve (bsv) was leaking. The fse tried to tighten the bsv, but the instrument continued to leak. The fse replaced the bsv and the leak was fixed. The repairs were verified per established procedures. The cause of the leak was the blood sampling valve (bsv). (B)(4).